Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: could you please provide lot number? No further information is available. Procedure name? No further information is available. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. The anchor barb could not be fixed properly during continuous suturing. There were no adverse consequences to the patient. Additional information was requested.